Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was possibly undersensing. It was noted the device was functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.